Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the main body was implanted on the left side. When positioning the main body the physician did not confirm the position on the distal side prior to deploying the ipsilateral limb. The ipsilateral limb covered and occluded the internal iliac artery. It was noted that the distal landing zone was only one stent length long. An attempt was made to use a reliant balloon to reposition the distal portion of the stent graft but was unsuccessful in repositioning the stent graft and caused a dissection in the external iliac artery. The contralateral limb was implanted successfully and another manufacturer¿s stent was implanted in the area of the dissection. This reportedly resolved the event. The physician stated that the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.